Event description:
The patient was undergoing laparoscopic hysterectomy. At end of procedure, surgeon complained that koh cup had melted during procedure. Cup appeared to have pitted areas. Surgeon did not feel that the harmonic or bipolar handpiece had come close enough to damage the cup. Product retained and manufacturer notified. No patient injury.manufacturer's representative subsequently provided IFU that advises against the use of harmonic or other ultrasonic or laser energy sources with this product.